Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable faults, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer informed the fse that the procedure was continued with three universal surgical manipulators (usm). The fse replaced the usm. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated recoverable faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed multiple 23118 faults. The tse had the caller reseat all blue fiber cables and hard reset the system multiple times, but the system error remained. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it confirmed and replicated error 23118. The usm was tested on the patient-side cart fixture test platform (pftp) where it failed chipencoder virtual absolute (cva) characterization on the pitch. A gold pitch cva printed circuit assembly (pca) and gold cva flat flex cable (ffc) were installed, and the error went away. The original pitch cva pca and cva ffc were re-installed, and the error came back. The complaint of recoverable fault was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.